Event description:
The customer reported a bad battery and the device did not power up.

Manufacturer narrative:
(B)(4): the customer reported a bad battery and the device did not power up. There was no patient involvement. The customer evaluated the battery and determined it was faulty. The customer was provided information per (B)(6). This a malfunction of the battery where the device failed to power up.